Manufacturer narrative:
B3 date of event is estimated. Columns are an accessory, not a medical device and are discarded when replacement columns are sent; therefore, no analysis can be performed.

Event description:
It was reported that the patient's unit had been shutting down and the columns inside the unit had not been replaced since on (B)(6) 2023. As a result, the unit was not producing enough oxygen and the patient became hospitalized. The patient was given supplemental oxygen and discharged after one and a half weeks. Replacement columns were sent to the patient and they are working for them.